Manufacturer narrative:
H4: the lot was manufactured from may 04, 2023 - may 05, 2023. The device was received for evaluation. The unit contained drug fluid in the bladder. Visual inspection on the unit via the naked eye showed no evidence of defective tubing on the injection port. The tubing was observed to be in normal condition. However, a vertical crack was noted on the fill port. A microscopic examination of the crack line suggests the cause of crack may be use-related. Excess force may have been applied directly onto the fill port during the filling step which resulted crack on the fill port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing on the injection port of a small volume folfusor was defective. This was identified during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.